Event description:
Augmentation mammoplasty bilateral, developed grade ii capsule left breast. Pt underwent left breast partial capsulectomy five mos later ov = significant capsule on left. Pt underwent left breast capsulectomy & implant removal. Augmented with mentor saline implant.